Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a power system error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he received multiple power system errors from the insulin pump since tuesday. The customer verified in the history alarm that the pump occurred every 4 hours. The customer stated that he had to simulate the rewind sequence after every alarm. The customer was advised to wait until the red light blinks to insert a new aa alkaline battery. The customer was advised to call back if the alarm occurs again.